Event description:
It was reported that the patient received multiple inappropriate shocks from the device. X-rays indicated both the rv and atrial lead had dislodged. Surgical intervention was undertaken to explant and replace the rv lead. The atrial lead was repositioned. The patient's condition was stable before and after the procedure.